Event description:
A 75-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage c, was initially supported with an impella cp device on (B)(6) 2026 at 02:43 am via right femoral percutaneous arterial access. During impella support, the physician reported evidence of hemolysis based on laboratory findings, including elevated ldh levels and observation of dark red urine. Imaging confirmed appropriate pump positioning during the event, with no reported anatomic cardiac abnormalities or use of blood products. The hemolysis occurred after more than 24 hours of support, and the device was not removed due to the reported failure mode. The patient was bridged to impella 5.5 and remained on support at the time of reporting. Product return and data download are planned to support further evaluation of the event. For hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was likely a result of a biomaterial ingestion event, based on the signatures noted in data logs on the reported date of the complication.

Manufacturer narrative:
Section d4 catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.